Event description:
New information received notes the lead was explanted.

Event description:
It was reported that the system was explanted due to infection.

Manufacturer narrative:
(B)(4). Review of quality records.